Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample when tested on a dimension exl with lm instrument. The initial discordant result was not reported to the physician(s). The sample was repeated on a dimension exl 200 instrument with a higher result. The repeated result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant magnesium result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced the r1 drain assembly, c-assembly transducer, the waste tubing and the reagent arm r1 idler gear. The cse performed alignments on the instrument. The cause of the discordant, falsely low magnesium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.